Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (malfunction 3 and 14).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump declared multiple temperature alarms. Customer's blood glucose was 255 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.